Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was not capturing the patients' left bundle branch conduction system. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the analysis indicated that the outer insulation of the lead developed a breach due to metal ion oxidation while in vivo. The analyst noted that the outer insulation was breached at 67.6 cm from the proximal end of the connector pin. If information is provided in the future, a supplemental report will be issued.